Event description:
Facility described the problem was "unable to lock fistula needle into valve." Additional narrative describes the valve as difficult to cannulate, requiring 10 lbs of pressure to insert the needle. The patient was hospitalized at the time of the event. The one valve was explanted. A new valve was implanted and the patient is reported as "excellent."

Manufacturer narrative:
The facility reported that they were "unable to lock fistula needle into valve." The device was removed and returned to the manufacturer for evaluation. A thorough examination of mechanical specifications and operation was conducted. Performance tests were also conducted, including flow with and without needle inserted in the valve. The valve was not damaged in any visible way and met all specifications. All tests passed and all seals appeared in tact and in place. There was some initial interference felt at actuation which diminished with repetition. Examination under magnification did not yield any singular cause for the initial difficulty. There were no other complaints of this nature associated with this lot number to date. There was no identifiable cause for the malfunction described by the facility. No conclusion can be drawn at this time and the manufacturer is closing the file. If any new information becomes available the file will be revisited.